Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' blood control features failed to work properly and caused blood to leak from the valve. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that blood control valve on the catheter adapter didn't work."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received sixteen unopened units and two used retracted needle assemblies. The retracted units could not be tested for leakage beyond the septum as the catheter adapter assembly were not received. Initial visual observation of the unopened units revealed that all components were present and intact. Prior to testing, the units were inspected for the actuator being pushed through the septum and no defects were found. The units were tested for leakage beyond the septum and no leakage was observed. Since the units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' blood control features failed to work properly and caused blood to leak from the valve. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that blood control valve on the catheter adapter didn't work."